Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The catheter was returned in two cleanly cut sections with a tear an inch from the cut on the proximal half. In addition, a piece of string and some tape was returned that had likely been used to slow the leaking from the hole. The catheter was likely cut in half during removal to release the suture string and the pigtail curl. The presence of the hole in the catheter was confirmed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Further information regarding the circumstances leading up to the leak were not provided. Based on the information received, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation - evaluation a review of the complaint history, drawings, dimensional verification, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The catheter was returned in two cleanly cut sections with a tear an inch from the cut on the proximal half. In addition, a piece of string and some tape was returned that had likely been used to slow the leaking from the hole. The catheter was likely cut in half during removal to release the suture string and the pigtail curl. The presence of the hole in the catheter was confirmed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Further information regarding the circumstances leading up to the leak were not provided. Based on the information received, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was observed to be cracked on (B)(6) 2017. The crack was visible approximately 1 inch from the site of insertion, and there was visible leaking from the crack. The patient's physician was notified of the catheter malfunction, and the patient was sent to interventional radiology for a replacement, which was performed on (B)(6) 2017. The complaint product is reportedly unavailable for return.